Manufacturer narrative:
E1. Initial reporter facility name: (b)6). Investigation summary: bd conducted visual and functional inspections on retained samples. A total of twelve samples underwent visual inspection, and six samples underwent functional tests. All units passed inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: clog. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® blood transfer device holder, five devices were unable to dispense blood. No adverse impact was reported regarding the patient or user.